Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported they were implanted for bowel. The patient was calling to get healthcare provider listings because they were thinking about removing their system. When asked why they wanted an explant, they stated they were doing biofeedback and it required their device to be shut off. Patient services asked again to clarify the reason for wanting explant and asked if the therapy had not been helping the patient, they responded yes and no, they could not explain it and they did not wish to explain it at the time. They further stated that it had been on and off with the biofeedback that their healthcare provider sent them, for 5 months it had been "of" and there were days where the patient was miserable. The patient mentioned they had been catheterizing themselves. Patient reported they had one ins on the right side and one on the left and they were put in (B)(6) 2016. Registration showed only one ins registered to the patient. No further complications were reported or anticipated.

Manufacturer narrative:
Evaluation method code corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they were told both of their ins batteries would be replaced on (B)(6) 2019 and with this, they would be getting new external equipment. It was noted that it was the right side contacts that were not working.

Manufacturer narrative:
Patient code (B)(4) no longer applies to event. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter by calling into the manufacturing company. When asked to clarify if catheter use was preexisting, patient "didn't know exactly, same old". They also added that they weren't implanted for their bladder, but they are catheterizing three times a day. The patient further added that "it was due to rectal prolapse. It wasn't standard care, and I think things were kinda simultaneously". The patient further disagreed as they know they have two inss inside their body (one on the left and one on the right). They further noted that the "left buttocks is on, and the right buttock battery is off" because the right one was hurting their leg for the last six months. Patient also said they have "a lot of rectal problems". The patient reported they found out when their healthcare provider (hcp) took a sonogram in 2016 and 2017, their "bladder took over the screen". They also said the hcp removed 600cc at these sonograms which is why they catheterize at least twice a day. They also said they deal with bladder incontinence and noted that they use diapers and pads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va16l2j, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated they had met with the reps who had told the patient the contacts were not good. The patient stated they went to the doctor to meet the reps and they tested the patient's batteries to find out the contacts were not in the right place and the patient stated this disturbed them. The patient was asked if they had fallen. They stated they did not fall and wondered whether they were ever placed in the right place. The patient stated one battery might be for urinary and one for rectal. The patient stated they were cathing and the device never helped for their urinary tract. The patient stated they went to the doctor because of having a rectal prolapse as well. Patient wondered if one device was for one doctor and one for another doctor. The patient wanted to know if each ins worked for different things. Patient stated they had been miserable for more than 2 years. The stated they had the device off because they had been to biofeedback and working with exercises. The patient stated the device was not helping with bladder because they were cathing 3x per day. The patient stated it was working for biofeedback with rectal. They stated they were miserable all around. They mentioned at one point the stimulation was too high and they felt it in their throat. The patient reported the device had not worked since 2017. No further complications were reported or anticipated.